Event description:
On an unreported date in (B)(6) 2008, the patient began peritoneal dialysis (pd) treatment. On an unreported date in 2010, the patient developed peritonitis and a peritoneal effluent culture was performed, which revealed enterobacter cloacae. The patient was diagnosed with bacterial peritonitis. It was not reported if a peritoneal effluent analysis was performed or if the patient received antibiotic therapy. On an unreported date in 2010, the patient was switched to hemodialysis. The outcome for the event was not reported. Concomitant medications were not reported. The nurse believed the event of bacterial peritonitis was unrelated to pd therapy. The root cause of the bacterial peritonitis was unknown.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.